Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Primary surgical notes were provided; and proper surgical technique was followed. "There was excellent tracking of the patella and no palpable clicking or clunking. The patient was awakened, extubated and transferred to the recovery room in stable condition." Revision surgical notes were provided and included statements that "the patella component was challenged showing no signs of loosening. Once the tibial insert was removed, we proceeded then to challenge the femoral component and the tibial component showing no signs of loosening". Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: 00599401791, nexgen lcck femoral component, lot 61857157; 00598005701, nexgen precoat stemmed tibial component, lot 61878047; 00598801215, nexgen straight stem, lot 61887163; 00599405012, nexgen articular surface, lot 60701182; 00597206638, nexgen all poly patella, lot 61870018. This report is number 4 of 7 mdrs filed for the same patient. (Reference: 0001822565-2016-03198, 0002648920-2017-00069, 0002648920-2017-00070, 0002648920-2017-00071, 0001822565-2017-00972, 0001822565-2017-00975, 0001822565-2017-00991)

Event description:
It is now reported that the patient underwent a knee arthrosopy with removal fibrous tissue due to pain.